Event description:
It was reported that the helix was found extended while in package. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported helix anomaly was confirmed in the laboratory. As received, the lead package was found not opened and remained inside the original casing. The lead was visually inspected and noted that the helix was partially extended. The helix extension exceeded the normal product specification. No other anomalies were found. This condition is indicative of a potential manufacturing issue. Manufacturing personnel have been made aware of the field return condition and remedial training actions have been taken to mitigate the occurrence of this condition.